Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone, the customer was experiencing high blood glucose over 600 mg/dl and the device didn't alarm after the first one. Customer's father the device did suspend, threshold suspend was activated, a couple of time when customer's blood glucose was 200 mg/dl. Customer then had a hypoglycemic event which caused him to go to the emergency room. Customer's symptoms were vomiting and nausea. Customer was treated with an IV and was given anti-nausea medication. Customer's father stated the customer's blood glucose was over 200 mg/dl and after dinner it went over to 600 mg/dl. Troubleshooting was performed. Drive support cap was reported normal. No leaks or air bubbles were found. The setting on the device had been changed. No alarms occurred during event. Customer's father declined to perform the high pressure test. He was advised to change the entire set which consists of reservoir, insulin, and infusion set. The device is not being returned for further analysis.